Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. Customer states that their infusion set and set or reservoir is clogged. Customer states that while priming the device, they received a no delivery alarm. Customer changed out the reservoir and infusion sets and it worked out fine. The customers blood glucose levels were 324mg/dl. The customer states the alarm was resolved by completing a set change. However, customer would like to return set and reservoir for analysis. The customer is being sent a replacement infusion set.